Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was detached near the lap joint and was not returned for analysis. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage consistent with saline damage, which occurs post-use of the device and is not related to the original device failure. Impedance testing shows a good unit wave form. Image testing was not performed due to the encountered detachment.

Event description:
Reportable based on device analysis completed on 21dec2021. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in a severely calcified left main coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion but no image was seen. The device was removed and the procedure completed with another of the same. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed device detachment.